Manufacturer narrative:
Since the device is not available to be returned to u.s, a technical evaluation cannot be performed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the short port on the vasoview hemopro 2 burst with normal pressures. A replacement device was used to complete the procedure. The hospital did not report any patient effects.